Event description:
User received erroneous bicarbonate results on one patient sample. The sample initially reported 50 mmol/l and repeated twice at 28 mmol/l. The initial result was not reported and the patient was not adversely affected. The field service representative determined the cause to be clogged cell blank tubing. The cell blank tubing was flushed and the reaction cells were checked. Performance tests were performed.